Event description:
It was reported that the lead was implanted after the product¿s use before date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: unk lead x2, implanted: (B)(6) 2015. (B)(4).